Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that the patient experienced the following on account of his asr left hip implant: extreme pain; discomfort; soreness; malaise; swelling; loss of energy; immobilization; and acute localized damage to tissue and/or bone surrounding the acetabulum. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. (B)(4). Update 3 feb 2015 - der rcvd - updated dor, patient height and weight, surgeon and sales rep information added all products. The lot number on the invoice for the stem is not showing on our systems so have reported as unknown lot.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)